Event description:
Transgastric jejunal tube placed on 10/8 under fluoroscopy. Evening of 10/9 child developed severe abdominal pain. Diagnosed as pancreatitis. On 10/13, balloon section of tube was noted to be at the external stoma. Tube readvanced and checked for residual fluid. Gastric fluid was withdrawn from the balloon fill port. Balloon genlty flushed with sterile water. Gastric fluid again returned through port. Md's office notified. Line secured. Fluoroscopy arranged for replacement 10/14. Unable to advance new tube on 10/14 due to pancreatitis. Claims dept at ballard notified 10/13. Upon removal of tube, balloon was noted to be ruptured.